Event description:
An event was reported under the reverse clinical study and classified as inappropriate detection. The device remains in use. It was also reported that the atrial lead possibly dislodged. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7304, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2006; 6949, implantable tachy lead, (B)(6) 2006. (B)(4).